Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient stated for the last 3 months 'it's getting to where it takes longer and longer to administer the bolus' for their pain pump. They stated 'I guess it isn't that long of a time - it's like 2.5-5 minutes, maybe longer, but it seems forever compared to what it was the first time (they used the equipment).' Their company representative told them to call patient services for assistance in regard to erasing memory related on the handset related to the boluses. They've had the pump/equipment 'for a year.' They mentioned they 'just bolused a little bit ago.' They were assisted in clearing data.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.